Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator was used during an esophageal variceal ligation procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician used the speedband device with a 9.3mm endoscope and achieved red out; however, while attempting to deploy a band, the (B)(4) released and began to bleed. The physician applied suction, but there was a lack of pressure and believes this contributed to the bleed. At this time, air and blood came out of the handle where the trip wire is threaded through the accessory channel. The speedband device was withdrawn from the patient, and then the procedure was completed using another speedband superview super 7 ligator. Reportedly, the procedure took 15 minutes to complete, the handle was not loose, and a fujinon biopsy cap was used with the speedband device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Additionally, no treatment/intervention was required post procedure to treat the bleed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator was used during an esophageal variceal ligation procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the physician used the speedband device with a 9.3mm endoscope and achieved red out; however, while attempting to deploy a band, the grade iii varice released and began to bleed. The physician applied suction, but there was a lack of pressure and believes this contributed to the bleed. At this time, air and blood came out of the handle where the trip wire is threaded through the accessory channel. The speedband device was withdrawn from the patient, and then the procedure was completed using another speedband superview super 7 ligator. Reportedly, the procedure took 15 minutes to complete, the handle was not loose, and a fujinon biopsy cap was used with the speedband device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Additionally, no treatment/intervention was required post procedure to treat the bleed.

Manufacturer narrative:
The device has been received for analysis however; an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the spool, strap, tripwire, and suture were returned for analysis. However, the ligator head was not received. The suture and tripwire returned attached, but entangled. The tripwire was slightly bent. No indentations were observed in the groove of the handle, which could indicate that the tripwire was not cinched properly. Functionally, the handle spool was able to rotated and clicked appropriately with every 180 degrees of rotation. The reported event of ¿blood started to go out from the white rubber in the handle unit¿ where the tripwire is threaded through was not able to be confirmed. The evaluation revealed that the ligator head was not received which further complicated the analysis. The speedband device is used in conjunction with other non-bsc equipment (scope, accessories, and/or air supply) that would not be returned for evaluation. Reportedly, the adapter ring does not have a check valve within the component, so it is possible that fluids could seep through the scope/component if suction was still applied after the varice began to bleed. This event likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.